Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 589 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experience any symptoms of high blood glucose value. Customer confirmed all setting were accurately programmed. Customer declined trouble shooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set